Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported she was in the intensive care unit at the hospital with diabetic ketoacidosis and her insulin pump was suspected to not be working. Customer's blood glucose was in the 500 to 599 mg/dl range and she experienced the symptom of vomiting. Customer was treated with an insulin drip and it was stated that when she was placed back on the insulin pump, diabetic ketoacidosis came back. Troubleshooting was performed with the insulin pump. It was advised to change the entire set, reservoir and insulin. It was confirmed that insulin was dripping out from the infusion set needle during fixed prime. A self-test was performed and passed. Insulin in the reservoir and on status screen matched. At time of this report, customer's blood glucose was 136 mg/dl. The customer will not be returning the device for analysis at this time.